Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32535.

Manufacturer narrative:
Event date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32535. During ipg replacement surgery (related manufacturer reference number: 3006705815-2020-31422) it was found that the patient¿s leads had migrated. The leads were repositioned and therapy was restored post-operative.